Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although the pump was able to beep and vibrate, it was otherwise unresponsive and unable to be turned on. The customer's blood glucose level was impacted (300 mg/dl). The customer delivered a correction bolus. Reportedly, the customer has manual injections available as alternate insulin therapy.